Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). It was reported that a scan was being done for the patient having a breakthrough' seizure yesterday in which patient experienced stroke-like symptoms afterwards (slurred speech, facial symptoms). The hcp stated that patient has history of strokes and they are not thought to be related to the patient's device. Hcp added that patient was compliant with their medications. Hcp was initially unaware of the patient's deep brain stimulation (dbs) device.